Event description:
On (B)(6) 2010, the pt reported he noticed an issue with the piston rod of the infusion device about a week ago. He stated when attempting to retract the piston rod "it would go up instead back to its resting spot." He changed the battery, but was unable to resolve the issue. He switched to his backup infusion device. At the time of the report the pt reinserted the original battery and he stated the infusion device made a buzzing noise, but the piston rod did not move and e10 (cartridge) error was displayed. The pt inserted the battery from the backup infusion device into the primary device with the same results. He stated the piston rod does not appear to be damaged. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.